Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: on (B)(6) 2010, it is alleged by the patient's attorney that the patient underwent surgery for repair of a ventral hernia. A bard/davol sepramesh ip was implanted to repair the hernia defect. The patient has suffered and will continue to suffer physical pain and mental anguish. The patient has suffered and continues to suffer from chronic pain, as well psychological stress and depression. The patient has undergone and will likely require in the further, other forms of care and medical treatments.